Manufacturer narrative:
Device evaluated by MFR.: the apex balloon catheter was received. There was blood in the balloon and the wire lumen of the catheter. A thorough inspection revealed no damage or irregularity. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the 2nd obtuse marginal. The 2.0 x 15mm apex monorail balloon catheter was inflated twice to 8atms when it ruptured. The device was removed. The procedure was completed other balloons and a promus stent was implanted. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the 2nd obtuse marginal. The 2.0 x 15mm apex monorail balloon catheter was inflated twice to 8atms when it ruptured. The device was removed. The procedure was completed other balloons and a promus stent was implanted. No patient complications were reported and the patient's status is fine.